Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The pump was manually suspended twice on (B)(4) 2015. A loss of prime occurred on (B)(4) 2015 at 10:06; deliveries were never resumed. The total daily dose history was appropriate per the user programmed settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient's blood glucose was above 250 mg/dl and below 500 mg/dl with large ketones, nausea, and vomiting. It was reported the patient was treated with an insulin injection via syringe. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication of a device use error or malfunction. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reporter alleged an inaccurate delivery issue of unknown cause contributed to the reported serious injury.